Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low voltage alarms that did not register on the monitor. The batteries and clips were in good condition. There were still a couple of low voltages when switched from depleted batteries to charged ones. The controller was exchanged because low voltages continued both on batteries and power module. The alarms resolved. The patient had a small tear on the driveline from wear and tear (anchored incorrectly), as well as driveline fracture. Pump thrombosis was suspected, lactate dehydrogenase (ldh) was at 590. Ldh continued to increase despite being on bivalirudin. Pump power and pulsatility index (pi) appeared to remain stable. None of the clips/batteries have broken pins. The batteries wobbled slightly. Related manufacturer report number #2916596-2021-03080.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the patient¿s driveline could not be confirmed from the evaluation as no product or photos depicting the damage were provided and a cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported elevated lactate dehydrogenase (ldh), as well as a direct correlation to the heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files were reviewed and revealed that pump power and calculated flow were stable for the duration of the captured data. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until the underwent pump exchange on (B)(6) 2021 due to suspected thrombosis (reference MFR # 2916596-2021-03183). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20aug2018. The heartmate ii lvas IFU and the heartmate ii patient handbook document are currently available. Section 1 entitled ¿introduction¿ lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist device. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.